Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Medwatch report explains a nurse was assisting the anesthesiologist in removing the pt's lumbar drain. When the nurse was helping to turn the pt to assist the anesthesiologist with the drain removal, the drain tubing broke, and the anesthesiologist was unable to remove the tip.